Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was not reproduced. A review of the event history log revealed multiple "upstream occlusion!" Alarms, however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed "upstream occlusion" without any closed clamp/occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.